Event description:
It was reported that the device will deplete a battery after 30 minutes and the service indicator is displayed. There was no pt use associated with the reported failure.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.